Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.